Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that nothing unusual led to the device suddenly shocking the patient ¿ the patient was just getting dressed to go somewhere ¿ and there was no strange physical activity. It was noted that no other steps had been taken to resolve the shocking; it scared the patient so much, they just wanted it to stop. The patient would not feel safe turning it back on. No further complications were reported/anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient experienced shocking. They reported that about a year prior to the report the device suddenly started shocking them on the inside of their body. Patient reported this was very painful and frightening. Patient reported they had to run to get the patient programmer and the batteries in the patient programmer were dead. Patient reported they were able to replace the programmer batteries and power on the patient programmer. Patient reported they tried to reprogram the ins and change the amplitude to stop the shocking, but had to turn the ins off in order to stop the shocking. Patient reported the shocking scared them to death and really hurt them. Patient wanted to know if there was any harm in leaving the ins in the body because they did not want to have a surgery, they were redirected to their healthcare provider to get a medical opinion. No further complications were reported or anticipated.